Event description:
It was reported that there was a software error indicated by a malfunction alarm. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the malfunction code appeared again.